Manufacturer narrative:
Despite multiple attempts, no additional information was reported. The available information suggest that this device and lead system remain in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific technical services (ts). The hcp reported that a red alert from this patient's latitude monitoring system had been declared for an out-of-range shock impedance. The most recent value that was identified by the hcp was 114 ohms from december 3, 2016. Ts explained the 21 hour testing versus 24 hour reporting window. Ts suggested that the physician could continue monitoring the impedance measurements for now. The hcp reported that all of the other lead diagnostic measurements have been stable. Ts recommended non-invasive testing with a 1.1 joule commanded shock if the shock impedances increase into the 140-150 ohm range. The available information suggests that this device and right ventricular (rv) defibrillation lead remains in-service. It was reported that this health care professional identified an out-of-range shock impedance (greater than 125 ohms (coil to can)) from the latitude patient monitoring system on (B)(6) 2019. The device history is remarkable for prior elevated shock impedance back in december 2016.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts). The hcp reported that a red alert from this patient's latitude monitoring system had been declared for an out-of-range shock impedance. The most recent value that was identified by the hcp was 114 ohms from (B)(6) 2016. Ts explained the 21 hour testing versus 24 hour reporting window. Ts suggested that the physician could continue monitoring the impedance measurements for now. The hcp reported that all of the other lead diagnostic measurements have been stable. Ts recommended non-invasive testing with a 1.1 joule commanded shock if the shock impedances increase into the 140-150 ohm range. The available information suggests that this device and right ventricular (rv) defibrillation lead remains inservice.